Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while doing a division of the stomach during a laparoscopic mini gastric bypass procedure, there was bleeding from the staple line. There was also tissue damage as a result, and the surgical time was extended 30 minutes or more due to the product problem. Application of clips was done as a result of the delay in surgery and suturing of the staple line was done to resolve the issue in order to complete the case. There was no patient injury.